Event description:
The customer contacted physio-control to report that a service indicator was displayed on their device. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device was in a constant boot loop upon powering on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system controller and user interface pcb assemblies. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly. It was determined that integrated circuit chip, designator u61 caused the reported failure. The removed user interface pcb assembly was an ancillary part and there was no failure of this assembly.